Event description:
Report received of no audible alarms. The customer contact reported that the pump had no audible alarm during preventative maintenance testing. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.